Event description:
The customer reported that the system intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion an be drawn as repair information is unavailable.